Event description:
Discordant, falsely elevated blood urea nitrogen (bun), creatinine (crea) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who treated the patient. The sample was repeated in triplicate on an alternate instrument, resulting lower for all assays. The customer stated that six other patient samples had to be corrected but did not provide data. The corrected results were reported to the physician(s). It is unknown if there are reports of adverse health consequences due to the discordant, falsely elevated bun, crea and k results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site to service the instrument prior to the discordant results. The cse was performing troubleshooting by running quality controls. The cse left the room to obtain a part for the instrument. When the qc run was complete, the customer loaded patient samples and obtained discordant results before completion of instrument service by the cse. The cause of the discordant, falsely elevated bun, crea and k results is a human factors issue. The instrument is performing according to specifications. No further evaluation of the device is required.